Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 320-330 units of cold insulin, and remained static at 120 units. The customer's blood glucose (bg) level ranged from 73-150 mg/dl. The customer declined to perform troubleshooting with tandem technical support and continued using the existing cartridge for insulin therapy.